Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Additional event information received on (B)(6)2018 . It was reported by an affiliate that, at the beginning the failure was noted during the procedure. It was connected and disconnected to the generator but it didn't work. The complaint device was not received for evaluation.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and sent to the supplier for evaluation. The supplier report indicates: the active tip of the electrode does not show any signs of activation and is in an out of box condition. No obvious visual damage to the device shaft, handle, cable or plug. Although there is a residue on the device shaft. No obvious visual damage to the device shaft, handle, cable or plug. Although there is a residue on the device shaft. Electrical testing was performed and the return continuity, primary capacitance and hipot active ¿ return tests passed. The active continuity test failed. The results from these tests would suggest that there is a problem within the active circuit of the electrode. Functional testing was performed. The generator connection display, generator default values, minimum settings available, maximum settings available and available waveforms tests all passed. The flow testing failed but this note was in the report ¿a reduction in flow was expected before the test was performed due to the product being received with the flow control clamp fully closed. Even though the clamp was opened a prominent indentation was left in the tube.¿ activation: 1 minute ablate and 1-minute coagulation (default settings) testing failed. No activation on either ablate or coagulation modes, with no generator error messages displayed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The continuity across the electrical crimp failed. The initial customer complaint stated that the electrode ¿didn¿t activate¿. This can be confirmed, with the fault found to be a breakdown in continuity within the active circuit. A more detailed evaluation of the device found that the root cause to be a break in continuity across the electrical crimp contained within the handle. This complaint can be confirmed. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary therefore no containment or correction action related to the individual complaints is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopic surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp device didn't activate (absence of coagulation). It was not reported if there was a delay in the surgical procedure. It was reported that a spare device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.